Event description:
Doctor had an out-patient come in for a peg change and he used the non-balloon peg replacement. As he was inserting the trochar into the stomach, it had punctured into the abdominal wall near the peg site. The doctor, not knowing this had occurred, sent the pt home. At around 6:00 p.m., the pt had a near syncope episode at home. The pt was transferred to ICU where an endoscopy was performed with the insertion of 7 clips and injection of epinephrine.

Manufacturer narrative:
As of the date of this report, there has been no indication that the device itself malfunctioned. This report is being filed as a conservative measure.